Event description:
The facility reported a pump displaying failure code 810:11. This problem was identified after use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed during product evaluation. This failure code was the result of an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. The pump was tested and returned within specification. This issue is currently being investigated under CAPA.